Manufacturer narrative:
(B)(4). Batch #r9474c. Investigation summary: the analysis results found that a harh45 device was returned inside its package unopened. Upon visual inspection, it was observed that the blister from the packaging was damaged; besides that it was observed that the packaging was hitting in a hard surface causing a sterility breach. Due to the damages found on the packaging, a possible cause for these conditions is due to improper handling during transit or storage; it appears that the package hit a pointy surface and this caused the reported event. All ees products are 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that there was an issue with the packaging. When trying to open the packaging (removing the tyvek) a part of the plastic box got broken. Devices weren't used for the procedure. No patient consequence.